Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient presented with chest pains and shortness of breath. Electrocardiogram showed inferior st depression and elevation in avl. Decision for impella cp was made. During support there was a notification of ongoing suction alarm at p5. Ps waveforms decoupled. Additionally, the patient had hypotension and ventricular tachycardia/ventricular fibrillation arrest. Return of spontaneous circulation achieved. The patient also had large amount out of chest tube right before code. Volume was replaced and pressors weaned off thru the night. Heparin was held overnight. The impella was successfully weaned and explanted.

Manufacturer narrative:
Correction: d4, e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of bleed was not determined due to insufficient clinical details. Pump suction: suction alarms present. After reviewing logs, suction alarms were observed along with multiple sudden motor current spikes and drop in flow and trend in placement signal. The cause of pump suction was most likely biomaterial ingestion per the log review. Device history review: the device passed all the post sterile inspection checks.